Event description:
It was reported that the patient experienced a constant shocking sensation at the pocket site. The shocking was so bad the patient could not move. The patient was scheduled for surgery on (B)(6), but had to cancel, and was rescheduled for (B)(6). The purpose of the surgery was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3889-28, lot# v884818, implanted: 2012-(B)(6), explanted: unk.

Event description:
Additional information received reported that the patient's chronic pain syndrome had been exacerbated by the neurostimulator placement. No abnormal impedances were reported. The patient had an ins and lead revision done on (B)(6) 2012. The ins and lead were moved from the right to the left. It was reported that it was "way better" now that the neurostimulator was on the other side.